Event description:
It was reported that arteriotomy closure of the right femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the device bounced off of the arterial surface when an attempt was made to insert it into the artery. An attempt was made to dilate the puncture site using a 5f sheath and forceps; however, the proglide was unable to be inserted. During the attempts to insert the device, the guide wire access was lost and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received clarifying the access site was the right common femoral artery. The device was deployed outside of the anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without dried blood in the foot, needle slots, marker lumen tube, or inside the device. However, dried blood was observed inside the sheath suggesting that the device might have been introduced into the patient anatomy, but not fully inserted into the artery. This is consistent with the reported information that the device bounced off the arterial surface when an attempt was made to insert it into the artery. The plunger, suture, link, needles, and cuffs were not returned with the device, consistent with the reported information that the device was deployed outside the patient anatomy. Possible contributing factors for the reported difficulty inserting the device into the artery include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or incorrect deployment techniques. The sheath was returned intact and there were no abnormal observations which could have contributed to the reported difficulty of introducing the device into the artery. During testing, the hydrophilic coating was observed throughout the sheath surface. The guide wire patency and luminal marking were also tested and the results met the manufacturing criteria. There were no reported challenging anatomical conditions such as calcification, tortuosity, or scar tissue, which could have contributed to difficulty inserting the device into the artery. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device was introduced into the patient anatomy at an angle greater than 45 degrees which could have contributed to the reported event. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the reported difficulty of inserting the device into the artery could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot; all lot release testing met specifications. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.